Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. However, it was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was also received with minor scratches on the display window, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported receiving a motor error alarm. The customer also mentioned there was cracks on the insulin pump and that there was a big piece missing on the battery compartment. Customer's blood glucose was 135 mg/dl. No additional information provided.